Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the display was missing pixels and was out of electrical specification. Analysis also noted that the hanger assembly was broken, capacitor c277 was damaged on main printed circuit board (pcb) and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (egp) was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.